Manufacturer narrative:
As of this date, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Approximately eight months later, follow up interrogation revealed four episodes of myopotential oversensing thought to be associated with lifting. Four pauses of two seconds with false detections in the vf zone were noted. The patient with this device reported no adverse symptoms. As the vf duration is already two seconds and rv sensitivity 1mv, no programming changes were made. It was thought this was a balance between detection of vf and not oversensing myopotentials. The patient was instructed to be cautious when lifting and will be further monitored.

Event description:
Boston scientific received information that during a follow-up appointment, this device was reportedly emitting beeping tones. The tones were later found to be due to a previously explanted device. Upon interrogation, recorded episodes were reviewed which showed oversensing of noise with pacing inhbition. There were periods of asystole greater than four seconds. No additional adverse patient effects were reported.

Manufacturer narrative:
At a later date, another patient follow up was performed. The patient reported not experiencing any dizziness and all lead measurements were within normal range. Both upper body patient movements and pocket manipulations were performed to see if any noise oversensing was observed. Myopotential noise was observed when the patient pressed his palms together but it did not result in oversensing or pacing inhibition. The rv pacing impedance measurements remained stable. The duration for the ventricular fibrillation (vf) zone was increased and the device remains implanted and in service. Normal follow ups will continue, but the patient was advised to be seen earlier if the dizziness reoccurred. This information was communicated to a boston scientific technical services (ts). A ts consultant discussed that the myopotential observed during the follow up is indicative of a possible lead insulation issue on the competitor's rate/sense lead or due to damaged or missing seal plugs on the device. This report was originally reported on the incorrect device. Please reference MDR 2124215-2011-12649 for the original report. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.